Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received thru email and author stated that "for the other two knees we had aseptic loosening which is related to polyethylene tibial insert wear. We have images of one of the retrieved implants showing polyethylene delamination, if you would like I can supply."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed, the reported allegation of wear can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled, ¿the outcome of posterior-stabilized, rotating platform total knee arthroplasty at a minimum ten-year follow-up, a middle east institution experience.¿ by khalifa aa, fayez m, elkady h, abdelaal am, elassal ma, published in j knee surg. 2020 oct 30. Doi: 10.1055/s-0040-1716850. Epub ahead of print. Pmid: 33126282, was reviewed. The authors performed a perspective 10 -years study to observe clinical, radiographic, and survivability results for posterior-stabilized, rotating platform knee prosthesis in a middle eastern population, for comparison with studies of western populations. 96 patients (106 knees) received cemented depuy pfc sigma rotating platform posterior stabilized knee prosthesis. At the final follow-up, six patients were lost (no contact available), and 5 had died from causes unrelated to the knee replacement surgery, during the follow-up period. The study results indicated that at final follow-up, 78.9% had excellent clinical indicators, and that overall survival rate (revision surgery being the end-point) was 94.7%¿comparable to western populations. Complications identified included: 1 ¿ patient developed common peroneal nerve palsy (2 weeks post-op), which improved within 2 weeks utilizing medical treatment and physiotherapy. 8 ¿ patients developed superficial skin infections with delayed wound healing, treated with daily dressing changes (no surgical interventions required) with no further complications. 4 ¿ patients experienced persistent anterior knee pain, which responded to medical treatment and extensive physiotherapy. 2 ¿ patients experienced tibial bearing dislocation¿one occurred 1 -year post-op during deep squatting, and the other occurred 18 months post-op due to traumatic knee injury to the medial collateral ligament. Both required revision to varus-valgus constrained prosthesis. 1 ¿ patient experienced deep infection 6 months post-op. This patient was diagnosed with gouty arthritis pre-operatively prior to knee arthroplasty, and they failed to respond to 2 sessions of surgical knee debridement. At one -year post-op of the index surgery, patient required complete implant removal and a knee arthrodesis. 4 ¿ patients presented with radiolucent lines around their tibial components. In two of these, there was no progression of these radiolucent lines until the last follow-up, and these did not require treatment. 2 ¿ patients with radiolucent lines developed aseptic loosening of the tibial tray (interface unspecified), revised at 8 -and 9 -years post-index procedure respectively. The study did not provide data for each individual patient. It also did not provide any detailed specifics with regards to treatments provided, or product/lot code information.